Event description:
The reporter claimed the animas insulin pump has a setting issue. According to the reporter, the pump had a suspend warning on the home screen as well as a verify screen shortly after resuming action. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the setting issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the history showed that the pump was suspended numerous times on (B)(4) 2012. At the same time, the black box showed that the pump was not primed. The no prime started at 14:42 and lasted until the cartridge was filled and pump was primed at 20:58. All of the suspend pump records occurred during this time of no prime. Pump rewind, load, and prime functions were performed and the pump did not suspend. The pump was exercised for 24 hours on a 1 unit per hour basal program the pump did not suspend. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.